Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was unable to acquire 12-lead ECG as lead v2 only had dashed lines. There was no negative patient impact.